Event description:
Boston scientific received information that this lead displayed noise and oversensing which led to inappropriately stored non-sustained ventricular tachycarida episodes and subsequent anti-tachycardia pacing (atp). The lead also displayed a drop in intrinsic amplitude and pacing impedances. Fluoroscopy was performed where the lead was noted to have insulation damage. Subsequent information indicated that the patient underwent a revision procedure where the lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.